Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported device was returned for evaluation. The tip of the drill bit is fractured and was not returned. No further evaluation possible. The device has a potential field age of approximately two years. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The supplier DHR was not requested as the coc confirms material conformance and the device has a potential field of approximately 2 years. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, that the instrument broke when nailing during a surgery that occurred approximately two (2) years and six (6) months ago. Attempts have been made and no further information has been provided.